Event description:
It was reported to boston scientific corporation that a radial jaw 4 lc biopsy forceps device was used during a colonoscopy procedure performed. According to the complainant, during the procedure, when attempting to take a biopsy it felt like the pull wire snapped. Therefore, the jaws could not close on the tissue to take a biopsy. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patients age is unknown, however, the patient is (B)(6). (B)(4). The complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.